Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriately anti-tachycardia pacing (atp) and 6 shocks due to multi-focal atrial tachycardia and possibly also due to undersensing on the right atrial channel. The therapy got exhausted. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.